Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that hemoptysis occurred post cardiomems implant procedure. Upon initial sensor deployment, sensor sticking was encountered and the physician inflated the swan-ganz balloon to 'bump' the sensor off the delivery catheter. The sensor was successfully deployed within the left pa and was calibrated without issue. Onset of acute hemoptysis occurred approximately 5 minutes after transfer to recovery, while staff nurses were performing post procedure care/rolling patient. Spo2 dropped ranging in upper 80s/low 90s - staff nurses proceeded to suction the patient and initiated o2 therapy via nasal cannula. The patient was transferred to the hospital via ambulance within 10 minutes of the episode. It was confirmed that no pulmonary artery perforation occurred. The physician believed spontaneous bleeding was the cause of the hemoptysis. Intubation, chest x-ray, and a pulmonologist consult were required to resolve the hemoptysis. The patient is now home.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.